Manufacturer narrative:
Sections with additional information as of 06-apr-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2021 and medical attention was reported. The customer reported she had sought medical attention, stating she had been hospitalized (B)(6) 2021 - (B)(6) 2021. Customer had been admitted to the hospital with a diagnosis of diabetic ketoacidosis. The customer's blood glucose test result when at the hospital was 600mg/dl and customer was treated with insulin. No additional blood test results using the true metrix meter were reported. The customer did not currently have any diabetic symptoms.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer¿s expected blood glucose test result range is 125-189 mg/dl. At the time of the call, the customer reported symptoms of a severe headache, frequent urination and extreme thirst. Customer stated she would be seeking medical attention. During the call, a blood test was performed by the customer fasting and produced test result of hi using the true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/13/2022 and test strips are being handled properly. The meter memory was not reviewed for previous test result history; customer stated the true metrix was a new meter and she had only tested using it one time.